Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be determined, but it is surmised that excessive force was applied to the bending section of the subject device based on the past similar case.

Event description:
Olympus medical systems corp. (Omsc) was informed that during reprocessing of the subject device, the subject device was broken. There was no report of patient injury associated with the event. The subject device was returned to (B)(4). (B)(4) evaluated the subject device and confirmed that the bending section of the subject device was broken and the internal metal part was exposed from the bending section of subject device.